Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that multiple keypad buttons were sticking and that the keypad was peeling. There was no reported evidence of moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: the pump powered on to the verify screen normally. The battery cap was not returned. All testing was performed with a test battery cap. The keypad was observed to be peeling from the bottom and through to the down keypad button. All of the keypad buttons were observed to be intermittently unresponsive to testing. The keypad was removed and contamination under all of the key contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.